Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was bulging the following information was received by the initial reporter with the following: it was reported by customer that one nurse had a huge balloon in the stretchy part that ended up popping. The other nurse had the tubing completely disconnect and tpn went flying everywhere.

Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of bulge/ balloon in silicone segment / pump segment and separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.